Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to a patient-specific event. It was not specified if the patient followed the proper post-op procedures.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 11/18/2025, it was reported by the patient via email that they underwent a procedure on (B)(6) 2025 for complications involving the right ankle. The reported conditions included rupture of the achilles tendon and open ulceration with wound dehiscence. The surgical procedures performed were revision repair, debridement, and augmentation of the achilles tendon, right ankle, and excision and debridement of the wound and ulceration, right ankle. According to the operative note from the surgeon, a secondary repair of the achilles tendon was required due to rupture and suture failure. The procedure involved revision, augmentation, and debridement using sharp rongeur instrumentation with removal of nonviable tissue. Augmentation was achieved utilizing a tapestry allograft and an arthroflex allograft, which encompassed the distal aspect of the achilles tendon. Additional information was requested on 11/19/2025.